Event description:
It was reported that the procedure was to treat the carotid artery. During retrieval of the emboshield nav6 embolic protection system (eps), a piece of the barewire separated. Treatment, if any, was not reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed report, it was reported the procedure was to treat the internal carotid artery with mild tortuosity. During placement of the filter, the entire device was moved back with slight resistance and the barewire tip separated. The device was snared and another unspecified filter was advanced and deployed. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the reported difficulties appear to be due to circumstances of the procedure. It is likely that the tip of barewire became stuck or entrapped within the lesion resulting in resistance and separation of the tip. As a result, the separated tip was removed via snare device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: corrected from other serious to required intervention h6: health effect - clinical code correction: removed code 2687 and code 4582 was added. H6: health effect - impact code correction: removed code 4614 and code 4641 was added.